Manufacturer narrative:
A medtronic representative went to the site to test the equipment for planned maintenance (pm). Alignment of detector was performed. The imaging system then passed the system checkout and was found to be fully functional. Issue was resolved with alignment. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that during a planned maintenance (pm) of the imaging system, a bad detector alignment found. There was no patient present when this issue was identified.